Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring stopped working and needs replaced. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
G4:03feb2021; b4:10feb2021. The device was not clinical use at the time the reported issue was discovered. It was observed during preventative maintenance. The manufacturer's field service engineer (fse) was performing preventative maintenance when issue was discovered and found that the front bezel will need to be replaced. The fse replaced the front bezel to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.